Event description:
It was reported that the intra-aortic balloon (iab) membrane ruptured during use on a patient and blood was noted in the line. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00380 (B)(4) as the report is related to the same patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) membrane ruptured during use on a patient and blood was noted in the line. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.